Event description:
Insulation on the tip of a pair of microline renew ii endocut scissors melted during a cauterization procedure in 2000. Tip returned to MFR by distributor for evaluation. No injury to pt.